Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found,

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 0293-64, boston scientific lead, implanted: (B)(6) 2014; 4136, boston scientific lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient's left ventricular (lv) lead was confirmed to have dislodged via x-ray. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.